Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. (B)(4) - improper or incorrect procedure or method, per instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a coronary angioplasty procedure. Reportedly, after the plunger was retracted no sutures were present. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported not to be trained in the use of the proglide device. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.